Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the scale footboard cable has been pulled out of the footboard connector exposing bare metal wiring.